Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, abscess (pus).

Event description:
Patient reported right side rupture with "they left a wire inside and kept poking inside my breast and caused swelling, bleeding, and pus. Was painful". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture with "they left a wire inside and kept poking inside my breast and caused swelling, bleeding, and pus. Was painful". Healthcare professional later reported "deformity" and "rupture". Device has been explanted.